Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated the complaint date is consistent with complaint intake. On (B)(6) 2022, the logs reported several "purge disc not detected" alarms. The returned console was investigated, and the purge disc retainer was visually inspected, it was observed that the purge disc flag was missing/ broken. It was also observed that the console had unreported physical damage to the housing and purge assembly area. The console interior components were inspected for physical damage, no issues were observed. The damage to the console was most likely due to the aic housing falling, however it is undetermined. The cause of the purge issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) would not read the purge cassette. This aic was replaced, and the same purge cassette used with no further issues. There was no patient harm reported.